Event description:
In 07/2005 a supplement was submitted for MDR# 1061857-2003-00012 to amend the report type ("malfunction" changed to "serious injury") for the reported gas leak (report date: 10/2003). A subsequent review of the complaint database for the 2 year period following the report date of the original event identified the following event as a reportable malfunction: during a service call at the user facility, the field service engineer (fse) reported a faint smell of fluorine gas when the covers were removed from the system. There was no patient/user impact/injury associated with this event.